Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was baclofen (unknown). The reason for use was not reported. It was reported that the patient's pump was explanted on (B)(6) 2018 due to infection. Caller had no other details on the symptoms with the infection. There were no further complications reported/anticipated.